Event description:
"Pt states that sometime in 2001, pt got a reading of 120mg/dl on meter. Pt was not given anything since reading was fine. Pt was acting confused though, so pt's family member took pt's reading with pt's own one touch basic and got 52mg/dl. They brought pt to the emergency room and pt was there for 6hrs. Pt was treated with IV glucose. No further info has been reported.